Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "retinal tear" (retina, tear(s) in). "Retinal hemorrhage" (hemorrhage). Product problem: "resistance removing instruments" (sticking). The surgeon reported there was some resistance inserting the cutter into the cannula. When he attempted to remove the cannula, it became stuck in the cannula and he had to remove the cannula and cutter together. In the process of removing the instruments, there was a ragged retinal tear and hemorrhage. Additional follow-up info has been requested.